Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
A revision surgery was performed using the blueprint planning feature. The patient had a 15-degree augment on the cortiloc glenoid and a flex anatomic implant. The revision was required due to subscapularis failure and a loose glenoid.

Event description:
A revision surgery was performed using the blueprint planning feature. The patient had a 15-degree augment on the cortiloc glenoid and a flex anatomic implant. The revision was required due to subscapularis failure and a loose glenoid.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text: device disposition is unknown.